Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient reported that they had some type of ¿big problem¿ in the past, but were not able to elaborate on what the problem was. The patient mentioned this when 9-year battery life and overdischarge events were reviewed. No patient symptoms were reported. No further complications were reported.